Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported by the doctor that the implant hex (xiitp5411) deformed during placement at 50ncm at torque with the implant drive tip (iipdts). Implant was removed and the area was grafted.

Manufacturer narrative:
An osseotite tapered certain implant (xiitp5411) was returned. Visual inspection of the as received product identified signs of wear due to usage around the external threads and the collar. There were noticeable nicks and discoloration around the platform. The implant drive feature had evidence of damage and appeared to be stripped. There was substantial presence of dried blood and unconfirmed foreign/biological material around the external threads. The subject driver tip was not returned for inspection. No device lot number was provided for the subject driver tip so a device history record review and a complaint history review could not be performed. The implant was functionally tested with a test driver tip. The driver tip was unable to firmly engage and secure the implant. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015 ¿ biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4mm diameter not be placed in the posterior regions. Pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The complaint was confirmed, as the implant drive feature was stripped and had significant wear. The test driver tip was unable to firmly engage and secure the implant during functional testing. A singular root cause could not be identified.